Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required and additional information is available.

Manufacturer narrative:
(B)(4). Product registration ¿ correction b5: subsequent to the initial MDR, a correction is required and additional information is available. D4 catalog no ¿ correction d4 serial no ¿ correction g6 type of report ¿ additional information h2: additional information h5 labeled for single use ¿ correction h10 corrected data.